Manufacturer narrative:
The cine images from the patient follow up examination indicated that the protege everflex stent fractured in two areas. The cause of the fractures appear to be related to the stent being elongated during initial deployment. The cine images of the protege everflex stent as deployed within the patient indicated that the stent was deployed in an elongated configuration.

Event description:
This procedure was performed in another country: the patient was included in the durability study in 2007. (Everflex in sfa).five months later, the patient presented at the hospital for a 6 month follow-up and was examined by the durability investigator: the duplex ultrasound showed the stent was occluded. According to the physician, stent fractures were visible on x-ray. The patient had claudication complaints, comparable to the status before stenting. Two weeks earlier, the patient was treated for an inguinal hernia. According to the investigator, the origin of the stent thrombosis is unk but he stated, "that because of the manipulation of the groins for the hernia, it is possible that plaque shifted toward the stent." An intervention is planned at the end of the following month.